Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 479 mg/dl at the time of the incident. The patient's current blood glucose was 355mg/dl. The customer reported that she started newest pump today and was having some issues. Blood glucose was 355mg/dl and it comes down on its own, but she is on 500u insulin. She was told to stay in manual mode and pump says to take 12.5 units of insulin which will kill her and was trying to figure out what was wrong and the trainer was not responding. The customer¿s blood glucose was 479mg/dl earlier. She didn't take any insulin it came down on its own to 355mmg/dl. She took 2 units of insulin through bolus wizard to get her down as she was told by the healthcare professional. The insulin pump will not be returned for analysis.